Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the sheath was damaged proximal to the jaws. Pmv performed functional testing which included : device articulated, rotated and extended and retracted without difficulty. The jaws opened and closed and grasped media without difficulty. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use on the patient. The front plastic part of the device is damaged when it is opened.